Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
In the course of a anterior resection procedure using cdh33a, an error occurred in the process of firing. When surgeon pulled back the safety lock and fired the trigger, the blade did not proceed and staples also weren't fired. As an emergency measure, the surgeon detached it from the tissue. There were no reported adverse consequences for the patient so far.

Manufacturer narrative:
Product complaint # (B)(4). Batch # k5eg1u. Device evaluation summary: the analysis results found that the cdh33a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident. In addition, no protocols or ncr related to the complaint were found during the manufacturing process.